Event description:
It is reported that the device was implanted in early 1998, and explanted on approx nine months later, due to the ceramic head abrading the insert and titanium shell potentially migrating into the bone.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.